Event description:
Patient states that during priming of 4 different infusion sets, she experienced the insulin squirting out without pump influencing or controlling the flow. Malfunction was resolved by changing the infusion sets. Malfunction occurred prior to use.

Manufacturer narrative:
(B)(4). Evaluation summary: four devices were returned for evaluation. Used devices: the tubing was visually inspected for any tears or cracks on the tubing it self and on the attached connector parts. Furthermore, a flow test and a p-cap connector vent test were performed. Three used samples were occluded in the needle connecting the reservoir with the infusion set. The membranes in the p-cap connector were humid on all 4 samples which all failed the p-cap connector vent test. Unused devices: no unused devices returned for eval. Reference samples: lot number of involved devices was unknown, therefore, no testing or review of records and retained material could be performed.